Manufacturer narrative:
Thrombosis: the cause of the injury was unable to be determined due to insufficient clinical details. Failure to advance: the cause of the deliver issue was determined to be patient condition as the patient had calcification and tortuous anatomy along with severe pad preventing successful delivery of impella.

Event description:
An impella cp was to be placed via the femoral artery to support the 82 year old male patient who was admitted in with a cardiac history. Patient has known coronary artery disease and was to have a high risk percutaneous coronary intervention (hrpci). The patient is known to have peripheral disease, as the anatomy is tortuous and calcified. The team was aware of the this and so the vessel access at the femoral artery was first attempted with the 14frx13cm sheath, this failed to allow for pump delivery, and the sheath was exchanged for the 14frx25cm sheath. The patient developed a hematoma at the site and held manual pressure. The replaced the x25cm sheath back to the short x13cm sheath and found the need for vascular surgery. There was thrombosis, vascular damage, and 2 units of blood were given. The impella cp was aborted. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding and the multiple product insertion and removal could have contributed to the bleed/hematoma. The instructions for use does list in the contraindications severe arterial disease precluding placement of the impella system. The patient survived the attempted delivery and vessel access.